Event description:
It was reported that the customer had an issue with the pump not bolusing appropriately. Customer thinks the pump is giving an inaccurate amount of active insulin. Customer's blood glucose level was 300 mg/dl, but has been anywhere between 300-600 mg/dl over the last 2 weeks. Customer was at the hospital for a non-diabetes related reason. Troubleshooting was performed and pump passed the priming and high pressure tests. Customer found a bad battery alert, no delivery alarm, finish loading alert, low reservoir alert, and battery out limit alarm in the alarm history. Test bolus was performed and accurately recorded. Customer normally uses silhouettes but ran out and has been using quickset. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power, a21 error test, basic occlusion, occlusion, prime and excessive no delivery test. No bad battery alarm, no battery out limit alarm, no excessive no delivery alarm and low reservoir alarm function properly during test. Unit received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.